Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). The device was returned to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system displayed an error message during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
The complained device has been investigated and the reported error could be reproduced. Fluid ingress was determined as cause of multiple damages due to rough handling. Considering the unit conditions, it is not possible to state to which specific defective component the reported error is due. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.